Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, noise, low impedance and insulation anomaly. The lead was capped and replaced. The patient was doing well post procedure.